Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrointestinal videoscope, had a forceps/cleaning brush insertion. The doctor found a piece of rubber stuck inside channel. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The customer's allegation of rubber piece stuck inside the channel was confirmed. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. It is unknown whether the reprocessing was conducted in accordance with instructions for use (IFU) and could not find physical damage at the area where foreign material remained. Therefore, the cause of the material remaining in the device could not be determined. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a therapeutic procedure which was completed using a similar device. Boston scientific emr kit was used in combination with the subject device. There was a maximum of 5 minutes delay as additional scope was obtained.